Manufacturer narrative:
As no device was received for analysis, it is not possible to determine if any issues existed with the actual device that could contribute to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly, and product specifications at the time of its release to distribution. Top assembly batch has no similar complaints at this time.

Event description:
Same as case MDR# 6000093-2007-01146. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent came off the balloon. The physician was attempting to treat a lesion in a very calcified and tortuous right coronary artery (rca) with a 2.5 x 16 mm taxus express2 drug eluting stent (des). The lesion had been predilated with a 2.0 x 9 mm maverick balloon. The physician was unable to cross the target lesion with the taxus express2 des. At an unknown time during the procedure the stent came off the balloon. It is unclear if this occurred inside or outside of the body. The procedure was completed using a 2.5 x 8 mm taxus express2 des. Add'l info has been requested, but not received.